Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. According to logfile analysis, the system reported some errors which led to a system hang up and transfer into bypass mode. These errors indicate a hardware error of components within the pc. Siemens service was onsite to reset the components of the pc and the system went back into normal operation. It was further recommended to replace the entire pc. The root cause identified is not considered a systematic issue. Therefore, no further corrective action is needed.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis one system. During an interventional procedure, the user reported that the system went into bypass mode. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.